Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery system and the reported symptoms could not be determined. The user remains ongoing on their twiist pump. No product has been returned to millyard advanced medical products, llc for evaluation. Investigation into the reported event remains ongoing. Any relevant investigation results will be submitted in a supplemental report.

Event description:
An initial event notification was received by millyard advanced medical products, llc on 02-feb-2026. The user reported that they experienced a total of two hypoglycemic events on (B)(6) 2026 and the week of (B)(6) 2026. The user reported having blood glucose values between 34-37 mg/dl and 54-55 mg/dl, respectively. The user reported experiencing symptoms, including sweating and lethary, but confirmed they did not seek medical attention. The user resolved the events by consuming carbohydrates and drinking juice. The user remains ongoing on the twiist automated insulin delivery system.